Event description:
(B)(4). The dealer reported that the 9099p patient lift pump handle was broken. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9099p, serial number/date code (B)(4) is approximately seven months old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.